Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information). (Date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to device evaluation). (Device evaluated by manufacture). (Device manufacture date). (B)(4). The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The sample was found to have difficulties connecting to the cdi 500, and the magnet strength was found to be lower than normal. The root cause of this failure is defective magnets that have a low magnetic strength; therefore, this event has been confirmed. These magnets are manufactured by an outside supplier, arnold magnet technologies. This event is associate with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that there was an error message of "jointing failure" with the cuvette. It is unknown as to when the problem occurred, if the product was changed out or if the surgery was completed successfully. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c.

Manufacturer narrative:
(B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.